Manufacturer narrative:
Section d4, h3, h4: additional information. Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. Manufacturer¿s investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. Thrombus was confirmed via the evaluation of (B)(6) . The pump was returned with the driveline cut approximately 2.5 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. Examination of the body of the rotor revealed a tissue-like deposition situated in-between the rotor blades. The formation was not laminated but displayed evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered or developed depositions the rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient received a transplant due to concern for possible thrombosis. Elevated pump powers were reported. No additional information was provided.